Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite vaginal support system during an anterior repair procedure on an unknown date. Post-procedure, the patient experienced pain, and the physician noted that there was "banding" on the patient's right-side (specifics unknown). All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.